Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The breach in aseptic technique was further described as ¿caused by the patient and hygiene practices¿. On the same day as the event onset, the patient was hospitalized. That same day, the patient was treated with an unspecified antibiotic (dose, route, frequency, and duration not reported) for peritonitis. On an unknown date the patient was placed on temporary hemodialysis. Sixteen days after admission, the patient was discharged from the hospital. At the time of this report, the patient is recovering. No additional information is available.